Event description:
Customer called to report a blue-colored fluid leak in the front center section of the coulter lh750 hematology analyzer. Customer stated that latron and controls were passed, but that the instrument would not be used until it was serviced. On the same day, the field service engineer (fse) inspected the instrument, but did not find any leaks after running several samples in cdr mode. The fse did, however, notice moisture in the random access (ra) module, which may have included blood residue that was promptly cleaned. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. No further issues were reported after these services was performed. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The root cause of the leak is unknown. However, the issue was resolved after the field service engineer performed the services described. ((B)(4).)